Event description:
Boston scientific received information that this patient went to the hospital after receiving several shocks during strenuous yard work. Upon interrogation it was was observed this cardiac resynchronization therapy defibrillator (crt-d) delivered 6 antitachycardia pacing (atp) therapy and 5 shocks. The event ended due to the exhaustion of therapy. There were no adverse patient effects reported besides the discomfort experienced from the shocks. The decision was made to program the vt-1 zone off for now. Patient medications will be reassessed by the follow-up clinic.

Manufacturer narrative:
This crt-d remains in service. At this time there is no additional information. Should additional information become available this report will be updated.